Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touchpen on the programmer was unresponsive after it was recalibrated several times. It was also reported that the calibration tool was unsuccessful. The programmer has not been returned into service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor did not align on screen and were unable to be calibrated. It was indicated that the connection between the printed circuit board (pcb) and overlay required cleaning and reseating. The programmer was repaired and returned to use. It was also indicated that the left side antenna failed testing. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.